Event description:
The customer reported that the 840 ventilator had a loss of communications. The malfunction did not occur during patient use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) to graphic user interface (gui) cable. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).